Manufacturer narrative:
Pr 9261643 ¿ follow up MDR for device evaluation during review of the processes, it was determined process variations during the needle lubricant application can create clogged needles. It could be possible some samples are escapes from the incident that occurred during production. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide needles were clogged/blocked. The following information was provided by the initial reporter: "it was reported by customer that we have experienced a care event using the 25gx1¿ eclipse needed. We do have the lot pulled to the side and can send in examples for qa. There was a faulty needle that would not advance into the patients arm. Per this location, this has happened multiple times with this brand. The lot # is 2195356 and expiration 6/30/2027. The one we normally use that is on backorder is item#305916. Additional information received on 11/30/2023: 1. Date of event? November 13th was when the care event was reported but we had multiple incidents with these needles that started around nov 6th when we started using that needle. 2. Any adverse event or serious injury reported to patient or healthcare professional? We had 2 patients that had to get a second injection with a new needle after the first one failed to deliver the vaccine in the arm. No serious injury just discomfort from second injection. After this happened twice, I instructed all the staff to push the air out to the tip of the needle to ensure the needle worked before placing the needle into the patient. We had several needles that we had to change out because the needle would not let the vaccine/medication pass. 3. Was there a delay of, or change in, the course of treatment due to the event? Delay when we had to change out the needle or restick the patient. 4.please supply additional patient information: unknown; a. Age; b. Gender; c. Weight ethnicity, and/or race? 5. What is exact issue of this complaint ? Please elaborate the details? Approximately 10 needles from lot 2195356 bd safetyglide 25g 1-inch needles affected. Met with resistance when tried to push vaccine/medication through the needle. 6. How was treatment completed for customer? Needle changed to a new one. 7. Please provide further details? 8. Was there any patient¿s impact 2 patients had to be re stuck with a new needle. 9. Physical sample available/not available? Yes, I have some examples.